Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a missing catheter and rayon balls from the catheter tray prior to use.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contents: vinyl catheter, 14 fr. Uro-prep¿ tray with: underpad, drape povidone-iodine swabsticks (3) specimen container and label c. R. Bard, inc. Covington, ga 30014 1-800-526-4455 www.bardmedical.com manufactured in mexico latex-free gloves (2) lubricant graduated collection container pk7631570 08/2010 bard ® urethral catheterization tray 772417 vinyl catheter patient¿s name room number adm. No. Date vinyl catheter 14 fr. Directions for use on reverse side. Single use only. Do not resterilize. For urological use only. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: contents of inner wrap are sterile unless package is opened or damaged"

Event description:
It was reported that there was a missing catheter and rayon balls from the catheter tray prior to use.